Event description:
Health care professional reported "catheter out of canal." The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.